Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was loss of left ventricular (lv) lead capture at maximum output. It was further reported the lead impedance had decreased from initial implant values. The lead was repositioned into an adjacent cardiac vein and remains in use. No patient complications have been reported as a result of this event.